Event description:
The customer reported that an infusion of protonix (pantoprazole) was initiated in the ER at an unspecified rate. Upon transporting the patient from the ER to a medical /surgical floor it was reported that "someone shut the infusion off". The customer reported that there was no patient harm due to the event.. The customer provided the event logs, requested review of the start time and the stop time of the protonix (pantoprazole) infusion.

Manufacturer narrative:
Additional information: the customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Log review only.

Manufacturer narrative:
The customer¿s report of a delay in the infusion was confirmed in the pcu event log. The pcu event log shows pump module s/n 13178630 was programmed to infuse drugid 336 at 10ml/hr with a vtbi of 100ml at 1:51 pm on 15 october 2019. Then at 2:02 pm, a channel disconnect occurred and the device was removed from the system. The device was reprogrammed to infuse drugid 336 at 4:04 pm. The proximate cause of the reported delay in the infusion was a channel disconnect. The root cause of the channel disconnect was not identified. Although requested, the customer¿s dataset and affected devices were not returned for investigation.

Event description:
The customer reported a delay of an infusion. Protonix (pantoprazole) was initiated in the ER at an unspecified rate. Upon transporting the patient from the ER to a medical/surgical floor, it was suspected that "someone shut the infusion off." Event logs were provided, and the customer requested review of the start and stop time of the protonix (pantoprazole) infusion.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a delay in unspecified infusion with "8015 and needing assistance with specific infusion parameters and the event logs were download from the devices." It was reported that there was patient involvement however there was no additional information about the patient, medication, or event provided.